Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-01072. It was reported the leads have migrated out of the epidural space and this was confirmed by x-ray. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-01072. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to explant the leads and implant a different model lead. Therapy has resumed.